Event description:
The facility staff had contacted the MFR that a pt who was in acute sickle cell syndrome crisis and diagnosed with pulmonary hypertension expired 30 minutes into a red blood cell exchange procedure. Per the staff the machine performed properly when the pt lost blood pressure and respiration and subsequently expired. There was no allegation that the machine nor the procedure caused the event but the event was due to the pt's condition. It was reported the patient was seriously ill prior to the procedure. The MFR's service representative investigated the machine's performance and found it to be within specification. The facility has used the machine since this report without incident. The blood tubing set used on the machine was not available for investigation. The patient's family declined having an autopsy performed.

Manufacturer narrative:
The device performed to specification. There was no allegation that the device caused or contributed to the death. In addition to the pt having pulmonary hypertension, the pt was also in acute sickle cell syndrome crisis prior to treatment. Based on the facility and MFR's investigation the cause of the event is likely due to the patient's condition. This report was inadvertently miscalculated two days off for the 30 days filing.